Event description:
It was reported during follow-up for an asymptomatic patient, the device was oversensing post paced t-waves on the ventricular channel. Oversensing was noted in the real-time egm. The device was reprogrammed successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).